Event description:
It was further reported by an MRI technologist that the patient claimed the physician did remove part of the leads. The entire lead was not removed because it may have caused her to have some paralysis. The patient wanted to have an MRI that was unrelated to the device, and compatibility guidelines were given for a partially implanted system. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had an infection and the stimulator was removed. At the time of the stimulator removal, the leads were coiled and placed in the pocket. The patient came back for follow up on the day of the report, and the lead wires were protruding through the skin. It was stated that the physician wanted to cut the leads at the skin and continue to treat the infection. Additional information regarding this treatment as well as the outcome was requested. If received, a follow up report will be sent.